Event description:
It was reported that the patient received inappropriate high voltage therapies from the right ventricular (rv) lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was returned in segments and analyzed. The proximal and distal conductors of the lead developed fractures due to flexing while in vivo. The distal conductor of the lead was extrinsically over-rotated. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.